Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and blood pressure increased ("blood pressure has increased up to 200 at times") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's past medical history included blood pressure high. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced blood pressure increased (seriousness criterion medically significant), ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains"), dyspareunia ("pain during intercourse/ painful intercourse"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen) and nsaid's. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, appetite disorder, blood pressure increased, breast discharge, depression, dyspareunia, ectopic pregnancy with contraceptive device, hunger, hypersensitivity, medical device discomfort, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet was received and the following information was provided: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish and essure confirmation test not performed were added as event; treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and blood pressure increased ("blood pressure has increased up to 200 at times") in a 32-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's past medical history included blood pressure high. Concurrent conditions included mouth pain, gingival abscess, knee pain, jaw pain, back pain and migraine. Concomitant products included losartan potassium (cozaar) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced blood pressure increased (seriousness criterion medically significant), ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen) and nsaid's. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, appetite disorder, blood pressure increased, breast discharge, depression, dyspareunia, ectopic pregnancy with contraceptive device, hunger, hypersensitivity, medical device discomfort, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received: concomitant disease and medications and essure lot number 774396 were added. On 12-sep-2018: plaintiff fact sheet received. Event onset date updated. No new significant information was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and blood pressure increased ("blood pressure has increased up to 200 at times") in a 32-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's past medical history included blood pressure high. Concurrent conditions included mouth pain, gingival abscess, knee pain, jaw pain, back pain and migraine. Concomitant products included losartan potassium (cozaar) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced blood pressure increased (seriousness criterion medically significant), ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen) and nsaid's. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, appetite disorder, blood pressure increased, breast discharge, depression, dyspareunia, ectopic pregnancy with contraceptive device, hunger, hypersensitivity, medical device discomfort, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('device migration') and blood pressure increased ('blood pressure has increased up to 200 at times') in a 32-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high. Concurrent conditions included mouth pain, gingival abscess, knee pain, jaw pain, back pain and migraine. Concomitant products included losartan potassium (cozaar), medroxyprogesterone acetate (depoprovera) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2013, the patient was found to have blood pressure increased (seriousness criterion medically significant) and experienced ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("rash/skin condition"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, nausea, migraine, headache, fatigue and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, appetite disorder, blood pressure increased, breast discharge, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hunger, hypersensitivity, medical device discomfort, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : new events added : "rash/skin condition, migration, nausea, migraine, headaches, fatigue, gi conditions ". Reporter contact information was added. Essure insertion was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/pregnancy (with complications)'), device dislocation ('device migration/migration of essure device'), blood pressure increased ('blood pressure has increased up to 200 at times') and genital haemorrhage ('heavy abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 774396,774398 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high. Concurrent conditions included mouth pain, gingival abscess, knee pain, jaw pain, back pain and migraine. Concomitant products included losartan potassium (cozaar), medroxyprogesterone acetate (depoprovera) and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2013, the patient was found to have blood pressure increased (seriousness criterion medically significant) and experienced ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains/abdominal pain"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("rash/skin condition-stomach"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), abdominal distension ("bloating"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure? Yes") and abdominal mass ("abdominal growth"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, nausea, migraine, headache, fatigue, gastrointestinal disorder, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain upper, back pain, abdominal distension, complication of device insertion and abdominal mass outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, appetite disorder, back pain, blood pressure increased, breast discharge, complication of device insertion, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hunger, hypersensitivity, medical device discomfort, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plantiff is planning for essure removal. Discrepancy noted in date of insertion- (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: information transferred from deletion case (B)(4)- lot number, events(heavy abnormal bleeding, severe cramping, vaginal pain, abdominal growth, bloating, back pain, stomach pain, complications or problems that occurred at the time of your essure placement procedure? Yes),reporters, height were transferred.all source documents and reference section were transferred to this case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/pregnancy (with complications)') and device dislocation ('device migration/migration of essure device') in a 32-year-old female patient who had essure (batch no. 774396,774398 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high. Concurrent conditions included mouth pain, gingival abscess, knee pain, jaw pain, back pain and migraine. Concomitant products included losartan potassium (cozaar), medroxyprogesterone acetate (depoprovera), naproxen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 1 year 9 months after insertion of essure. In january 2013, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In february 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2013, the patient was found to have blood pressure increased ("blood pressure has increased up to 200 at times") and experienced ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains/abdominal pain"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("rash/skin condition-stomach"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), abdominal distension ("bloating"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure? Yes"), abdominal mass ("abdominal growth"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, nausea, migraine, headache, fatigue, gastrointestinal disorder, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain upper, back pain, abdominal distension, complication of device insertion, abdominal mass, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, appetite disorder, back pain, bladder disorder, blood pressure increased, breast discharge, complication of device insertion, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hunger, hypersensitivity, medical device discomfort, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plantiff is planning for essure removal. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 lot# 774398 reported as invalid. Lot number: 774396 manufacture date: 2010-09 expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/pregnancy (with complications)') and device dislocation ('device migration/migration of essure device') in a 32-year-old female patient who had essure (batch no. 774396, 774398 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high. Concurrent conditions included mouth pain, gingival abscess, knee pain, jaw pain, back pain and migraine. Concomitant products included losartan potassium (cozaar), medroxyprogesterone acetate (depoprovera), naproxen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 1 year 9 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2013, the patient was found to have blood pressure increased ("blood pressure has increased up to 200 at times") and experienced ovarian cyst ("cyst on her right ovary"), hunger ("appetite is hungry"), appetite disorder ("funny appetite"), abdominal pain ("cramping / feels like she is having contraction pains/abdominal pain"), breast discharge ("leaking when she squeezes her breasts") and medical device discomfort ("she feels like her boyfriend is hitting the metal and they are moving around"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("rash/skin condition-stomach"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), abdominal distension ("bloating"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure? Yes"), abdominal mass ("abdominal growth"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, blood pressure increased, ovarian cyst, hunger, appetite disorder, abdominal pain, dyspareunia, breast discharge, medical device discomfort, hypersensitivity, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, nausea, migraine, headache, fatigue, gastrointestinal disorder, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain upper, back pain, abdominal distension, complication of device insertion, abdominal mass, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, appetite disorder, back pain, bladder disorder, blood pressure increased, breast discharge, complication of device insertion, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hunger, hypersensitivity, medical device discomfort, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is planning for essure removal. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new events added- bladder disorder, urinary tract disorder, uti, bladder infection, vaginal infection and vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.